Event description:
On (B)(6) 2025, the customer's daughter contacted acorn regarding an incident that occurred on (B)(6) 2025. She stated that her mother was using the stairlift while carrying some clothes. A pair of jeans fell and became caught in the stairlift. While attempting to disembark, the customer fell, resulting in fractures to her left elbow, left shoulder, and pelvis. On 9/3/2025, an acorn technician inspected the stairlift and interview with the customer's health aide. The health aide confirmed that the customer was using the stairlift independently. She reported that a pair of pants had been hanging on the newel post, obstructing the stairlift's path. When the customer used the stairlift, the pants caused the carriage to jam.